Manufacturer narrative:
Information was received on (B)(6) 2020 indicating event date ((B)(6) 2020): device evaluation completion date: 10-oct-2020: device evaluation: one smiths medical medfusion pump was returned for analysis with the right plunger case cracked. Event log history was performed and indicated that acu watchdog and primary audible alarm post errors were recorded in history. During analysis, the reported issue was not able to be duplicated. Service replaced the speaker as a preventive measure. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical medfusion pump had a primary audible alarm. There was no reported adverse event.